Manufacturer narrative:
The insulin pump was unable to vibrate due to broken vibrator black wire. The insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test and unexpected error test. The insulin pump passed all operating currents tested within the specification range and passed off no power test. Pump was received with cracked reservoir tube lip, cracked case near display window corners and minor scratches on display window noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of a vibrator anomaly. The customer's blood glucose reading was 11 mmol/l. The customer stated that the vibration mode is not working anymore. The customer stated that the pump did not vibrate during self-test. The insulin pump was not returned for analysis.